Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had error 242.4030 on lvp8100, after he replaced new ail sensor and bezel assy. Originally he had pressure sensor related failure. He replaced pressure sensor. He saw a small cracked on bezel assy. He decided to replace bezel assy and ail sensor as well. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I instructed (B)(6) to check motor harness. He will make sure motor connector is connected properly to motor control board. He will ensure ail sensor properly installed as well, so the led (sensor) on the ail circuit board properly aligned to detect the movement/rotation of the camp on the pumping mechanism. If eric still have any issue, he will call me back.